Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. A process improvement plan and training are in place. Recharger (B)(4) was returned for analysis. The recharge board did not recharge for an unk reason.

Event description:
The pt's ankle became swollen every time she recharged. It would sometimes swell to 2-3 times its normal size. It took a week to return to normal size. The pt charged every 3 weeks. She charged with the implantable neurostimulator on. She charged for 1-2 hours. Coupling between the recharger and implantable neurostimulator was maximal. She would lay down when she recharged. The problem was not influenced by the position she was in during recharging. The pt has reflex sympathetic dysreflexia. Her ankle was the target of paresthesia. She had previous surgeries on her foot. The pt normally woke up with swollen ankles. Troubleshooting to determine the cause was done. The pt sat for 17-20 minutes with the implantable neurostimulator off and the recharger off but lying against her body. No swelling developed. She recharged, sitting for 17-20 minutes, with a cloth between the recharger and her skin, with stimulation off and no swelling developed. This scenario was repeated for a 40 minute recharge session. A little swelling developed initially. By the next day the foot was very swollen. The pt foot swelled if the pt wore a stocking while charging, charging for shorter intervals, icing her ankle after charging and using a spacer between the recharger and her skin. The pt also felt cold and clammy while recharging. When the recharger was off for about 20 minutes she felt normal. Stimulation covered about 40% of her pain. She requested reprogramming to provide more stimulation to her left side. The pain managing hcp did not think there was a progression of her disease. The same problem occurred with a replacement recharger. The location of the neurostimulator was painful. She felt a spasm at the implantable neurostimulator site, not associated with trauma or a procedure. The neurostimulator was replaced with a prime cell neurostimulator. Since implant of the non-rechargeable device the pt was doing well. Her programming was successful. She was getting great coverage and was happy with the results.